Event description:
It was reported that the pump touchscreen was dim. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional actions or outcomes were reported.